Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm and flashing display. Customer¿s blood glucose level was 170 mg/dl. Customer stated that the screen was flashing after restart. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to corroded electronic assemblies. Unable to perform the self test, sleep current measurement, active current measurement, displacement test , verify missing segments/partial display or verify pump error 53 due to display anomaly.